Event description:
After 2 months from a surgery with orif bone substitute, for a non-union fracture of distal radius, the pt reported a pain without prior history of trauma. After x-rays they noticed a broken plate and the pt underwent a revision surgery.

Manufacturer narrative:
Na